Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon used surgiclip and found that clips were getting stuck in the clip applier and also found that the clips were hard to release which therefore damaged tissue.